Event description:
A customer contacted beckman coulter inc. (Bci) in regards to non-reproducible false positive results generated by access 2 immunoassay analyzer. Patient results were not provided. The laboratory has implemented an accutni patient repeat procedure where any patient without a history and results of >0.2 ng/ml are re-spun and rerun. Hence, the event will be presumed to be worst case scenario that (B)(6) accutni patient results above the ami cut-off were initially obtained with repeat results recovering within the normal reference range. The results were not reported out of the laboratory. The event did not impact patient treatment.

Manufacturer narrative:
Accutni samples were collected in bd lithium heparin gel tubes. Service was not dispatched.